Manufacturer narrative:
Evaluation summary: the full lead was returned and analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of medical devices: 6947m62 lead implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial lead dislodged and that there were high thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.